Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, requiring multiple presses to wake the screen, and the backlight did not consistently illuminate when pressing and holding the button; the device otherwise remained functional and blood glucose was not affected. Symptoms included user frustration without clinical injury. Outcomes included no interruption to insulin therapy and no medical intervention or hospitalization. Investigation included troubleshooting with the user, education on data sync and device shutdown, and arrangements for device return and replacement logistics. Investigation of this case revealed a suspected mechanical or electrical interface issue with the sleep/wake button and associated display backlight behavior, consistent with an intermittent device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.